Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-00835. It was reported the patient experienced ineffective stimulation. X-ray images confirmed one of the lead's had migrated out of the epidural space. In turn, surgical intervention was undertaken on (B)(6) 2017 during which it was determined the anchor was not fully locked on the lead. As such, the affected lead was explanted and replaced. Effective stimulation was achieved post-operatively. As it is unknown which lead was explanted and replaced, all possible lots are being reported as such.

Manufacturer narrative:
After further review it was determined the explant date was inadvertently reported incorrectly in the initial MDR, the lead remains implanted.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-00835. Follow-up identified the affected lead was repositioned. The lead was not explanted as reported in the initial MDR.